Manufacturer narrative:
The insulin pump was received with a blank display due to missing spring in the battery tube. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 116 mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery but still have a blank display. The customer was to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction. The customer insulin pump will need to be replaced. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.